Event description:
It was reported that a therapy cable pin broke off internally on the device's therapy connector. There were no reports of pt use associated with the reported failure.

Manufacturer narrative:
(B) (4). Physio-control evaluated the device and verified the reported failure. The therapy connector assembly was replaced and then proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed assembly and verified that there was a pin from the therapy cable broken off inside contact socket #1 of this cable. The overall condition of the cable was noted as worn.